Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has encountered three high blood glucose readings. She has treated for each one, but blood glucose does not come down. The customer's current blood glucose was 229mg/dl. Customer's high blood glucose was 600mg/dl. The customer felt dizzy and vomited, but feels fine to troubleshoot. The customer had treated with insulin pump. The customer was unable to complete troubleshooting. The customer was provided instructions for insulin pump.